Event description:
Received a copy of the customer's medsun report from the FDA, which states: "rn was doing morning labs on pt and used the bifuse on the IV tubing. The fluids (ivf) turned off and clamped during this time and blunt cannula inserted through cap. Rn used vacutainer and some blood went into vacutainer but then stopped. Rn pushed vacutainer more and blood started backflowing towards the pt. Rn then noticed a small silver dollar sized amount of ivf under bifuse/cap and noticed small drop of IV fluids on cap where blunt cannula was. Rn clamped pt and unattached tubing from pt and made new tubing with new caps for pt." No pt harm or med intervention occurred. No further pt/event info was reported.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.